Event description:
It was reported that two nurses experienced difficulty accessing the center port for refill. There was fluid noted around the pump. The hcp aspirated 100 mls of clear fluid from the abdomen. The fluid was sent for culture, sensitivity and analysis - results were not reported. It was determined that the pump was not flipped; the pump was "very loose and movable in the abdomen". The pump was filled under fluoroscopy. The pump contained clonidine. Per the reporter, "no injury".